Manufacturer narrative:
This device has not yet been received by this manufacturer; consequently, an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Following completion of the engineering evaluation, a supplemental medwatch report will be filed under the appropriate sequence number. The july 2007 rf probes product family trending chart was reviewed and the product family is not at or above the complaint alert limit, does not show an unfavorable trend.

Event description:
It was reported to boston scientific corp that a patient received a radio frequency ablation (rfa) of the liver. Four ablations were performed, after which the customer was unable to fully retract the tines. Another leveen electrode was used to successfully complete the procedure. The patient's condition was described as good.